Event description:
It was reported to intuitive surgical through a user facility medwatch, that during a da vinci si hiatal hernia procedure, the white tip portion of the harmonic ace curved shears insert became loose. The device was replaced and the defective item was removed off the surgical field. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.